Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a discrepancy in volume infused while using interoperability. A syringe of 7.6ml volume of gentamycin was started with a vtbi of 1.35ml however the nurse reported that only .64 infused. Following customer follow up with interoperability consultant it was reported that the clinician entered volume to be infused (vtbi) which caused discrepancy error. Customer through follow up also confirmed it was likely "user error" there was patient involvement and no harm.

Manufacturer narrative:
Omit : concomitant med prod data, c20 no findings available and d15 cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was a discrepancy in volume infused while using interoperability. A syringe of 7.6ml volume of gentamycin was started with a vtbi of 1.35ml however the nurse reported that only .64 infused. Following customer follow up with interoperability consultant it was reported that the clinician entered volume to be infused (vtbi) which caused discrepancy error. Customer through follow up also confirmed it was likely "user error" there was patient involvement and no harm.